Manufacturer narrative:
No analysis was performed by philips as the customer did not return the device to the bench to be evaluated. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the system will not give accurate bp reading. The device was not in clinical use at time of event, and there was no adverse event reported.